Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and dilaudid at an unknown concentration, dose and frequency via intrathecal drug delivery pump for spinal pain. It was reported that the patient was having an MRI (magnetic resonance imaging) of the lumbar spine and would be checking on the catheter. It was reported that the patient had a lot of pain in the neck. It was reported the patient had a neck fusion prior to implant. It was reported the patient's head started feeling like it was a weight and made the neck wobble which caused pain in the neck. It was reported that the catheter moved; the patient's doctor told her the catheter should be at l2 (lumbar) but was currently at l5 and would need to be moved. It was reported that the pump was implanted for pain at the hips and lower back but it was not reaching the neck. It was reported that the new neck pain began (B)(6) and the catheter moved in (B)(6). No further complications were reported.